Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation summary: the affected device was returned for evaluation. Visual inspection performed. Device had worn downstream occlusion (dso) and worn upstream occlusion (uso) seal. Three accuracy tests were performed, and device was found to be within specifications. The customer's reported problem was not confirmed, and the root cause was unknown. The expulsor was trimmed as a preventative measure and the device passed all functional tests. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device failed the accuracy test at 6.05%. Per reporter, the issue was found during testing. There was no patient involvement, and no patient harm/adverse event reported.